Event description:
It was reported that stent damage occurred. The 81% stenosed, 32 mm x 3.0-3.5mm, eccentric, de novo target lesion containing a <=45 degrees bend was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and found the tip of the stent itself deformed. The procedure was completed with another of same device. There were no complications reported and the patient is stable.